Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this pt will be presented back to the electrophysiology (ep) laboratory. The device and electrode, which were implanted in (B)(6) 2014, will be explanted due to infection. The device and electrode were explanted with no adverse events reported.